Manufacturer narrative:
Instrument came back on (B)(4) 2013 to intuitive surgical inc (isi) with the following findings: failure analysis (fa) confirmed the alleged issue. Instrument other component is missing - potential fragment reinforcement ring is missing from the maintube. Maintube exhibits white adhesive residue indicating ring was glued at one point. Potential fragments damage may due to likely mishandling/misuse. Additional observation not reported by site is that the instrument main tube is cracked. Tube has a crack in the axial direction, located directly below one of the axial key of the tube extension. Location of crack is in an area that is not protected by tip cover.

Event description:
It was reported that during a da vinci s prostatectomy procedure,a small ring broke off the monopolar curved scissors and fell into the patient. The broken instrument piece was retrieved and the planned surgical procedure was completed. No further clinical information was provided.

Manufacturer narrative:
The instrument was requested back for investigation. Intuitive surgical inc. (Isi) has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion:a fragment fell into the patient and was retrieved during the da vinci s prostatectomy surgical procedure. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive employees, caused or contributed to the reportable event.

Manufacturer narrative:
Failure analysis investigations performed additional testing with the subject instrument and documented the following information: the monopolar curved scissors failed subsequent electrical testing. Failure analysis investigation concluded that the missing reinforcement ring may reduce the stiffness of the main tube to extension tube interface. The missing ring may have exacerbated crack propagation as a load was applied to distal end of instrument. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.